Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. 4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the source of the bleeding? The direct cause is unknown, why does the surgeon believe that there was a potential association with slr? Based on previous experience. Thoracoscopic left lower lobectomy was performed that was using the staple line reinforcement on (B)(6), friday, and bleeding occurred 8 hours after the surgery. The specific cause of the bleeding is unknown because the bleeding was only stopped with a hemostatic agent. The resection was performed with 3 firings of gst60d and the staple line reinforcement. The water used for irrigation after the surgery was clear and there was no bleeding at all. There were also no problems with the cut end of the staple line reinforcement. When bleeding occurred around 11:00 p.m. On the same day 8 hours after the surgery, and the water turned into a bloody waste fluid. Dr. (B)(6) had already gone home, so when the doctor checked at 8:00 a.m. The next morning, 450ml of waste fluid had come out. (It was very bloody waste fluid. However, it was getting lighter, so it was assumed that the bleeding was only a moment. Normally, the amount of waste fluid is around 100ml.) Hemostasis was completed with only a hemostatic agent. The cause is unknown because re-operation was not performed. The patient's hospitalization was extended by one day just in case, but the patient's progress was unevenful after the surgery, and the patient was discharged on the day the drain was removed. The doctor's opinion on the cause of this event was that if there is a tear at the site of the resection, lung fistula would occur, but there was not occurred at that time, so the staple line reinforcement may not be related. Since re-operation was not performed at this time, the true cause is unknown. If the bleeding was from the intercostal blood vessels, the bleeding would not stop, so the bleeding was from a different place at this time. The doctor knows that the staple line reinforcement itself is soft, but when it was used to resect with multiple shots, sharp part is created, said. If the cut ends had remained in their original shape, they would be soft and not a problem, but it is possible that the sharp cut ends are causing problems. (It is also suggested that they are made of pds material.) The patient was male, 162 centimeters, 44 kilograms and his initials are tm. The patient had codp (chronic obstructive pulmonary disease), dyslipidemia, myocardial infarction, and abdominal aortic aneurysm. Bayaspirin tablets (antithrombotic medicine) had been stopped to use from (B)(6) 7 days before.

Event description:
It was reported by a sales rep that, during an unknown respiratory surgery, the operation time was 36 minutes and ended around 3pm. 8 hours later, there was 450ml bleeding at around 11pm. If there was bleeding from the lungs, there would have been a leak, but there was no leak. It was a possibility that slr was the cause, but it is unclear because re-operation was not performed. No device will be returning. No further information is available. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 4/29/2025. Received additional information that a pcee60a (lot#: unk) was involved with this event. The device will not be returned.